Manufacturer narrative:
Visual inspection revealed a circumferential tear at the proximal end of the balloon. The cause of the defect cannot be determined. A review of the device history record revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2006, that an extractor retrieval balloon was used in a procedure in the same month, (patient age, gender and weight are unknown). According to the complainant, the balloon broke during a stone extraction from the common bile duct. No patient complications were reported as a result of this event. The patient's condition was reported to be good.